Event description:
Physician reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Visual analysis of the photographs identified: yellow particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, changed, and/or corrected data: d.9., g.1., h.2., h.3., h.6.

Event description:
Physician reported right side deflation. Device has been explanted.

Event description:
Physician reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified flat creases and white particles material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.